Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sync issue occurred. It was determined that the sync issue was related to the mobile application. Data was evaluated and the allegation was confirmed. In addition, signal loss was found in connection to the reported allegation. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.